Event description:
Case description: investigation result: name: novopen® echo®, batch number: fvg8996-1. The electronic register was checked. No remarks. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. All mechanical functions are normal. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Since last submission the case has been updated with following information. Investigation result updated. Manufacturer comment updated. Device codes updated. Manufacturer comment: 02-nov-2017: since no faults were found on the returned device (novopen echo) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4). Fvg8996-1 batch included in recall novo nordisk internal reference #(B)(4)- cartridge holder issue. Evaluation summary: name: novopen® echo®, batch number: fvg8996-1. The electronic register was checked. No remarks. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. All mechanical functions are normal. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.

Event description:
Case description: investigation result: name: novopen echo, batch number: fvg8996-1 the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed, no abnormalities relating to the observed problem were found. The batch documentation has been reviewed and nothing abnormal was found. Since last submission the case has been updated with following information. Investigation result updated. Manufacturer comment updated. Suspect device expiration date updated. Manufacturer comment: 29-sep-2017: as the device novopen echo has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Fvg8996-1 batch included in recall novo nordisk internal reference #(B)(4) - cartridge holder issue. Evaluation summary name: novopen echo:, batch number: fvg8996-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed, no abnormalities relating to the observed problem were found. The batch documentation has been reviewed and nothing abnormal was found.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Increased blood glucose up to 24 mmol/l [blood glucose increased]. Decreased blood glucose up to 3 mmol/l [blood glucose decreased]. Novopen echo does not make appropriate dose [device issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "increased blood glucose up to 24 mmol/l" beginning on (B)(6) 2017, "decreased blood glucose up to 3 mmol/l" beginning on (B)(6) 2017, "novopen echo does not make appropriate dose" with an unspecified onset date and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2017 to (B)(6) 2017 due to "type 1 diabetes mellitus". Patient's height: (B)(6). Patient's weight:(B)(6). Patient's bmi: (B)(6). Medical history included type 1 diabetes mellitus since (B)(6) 2017. Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml 02/--/2017 to ongoing, lantus (insulin glargine) ongoing. The patient does not have any other concomitant condition and there is no other concomitant treatment. The patient's mother was a trained user of novopen. Then it was reported that the patient was administrated novorapid penfill (daily dose - 1 iu) via new novopen echo (batch fvg8996) and lantus (daily dose - 6 iu). On (B)(6) 2017, the patient's mother started to use new novopen echo with batch number fvg8996 and the patient experienced increased blood glucose up to 24 mmol/l. For the treatment of increased blood glucose there was administrated additional insulin units. The next day, the patient experienced decreased blood glucose upto 3 mmol/l. The mother suspected that novopen echo (batch number fvg8996) does not make appropriate dose but she has not noticed any faults on it. No recently changes in diet of the patient. No problems in the electronic display of the pen and there was no change in the force needed to inject the initial dose before the additional dose. The novopen echo with batch number fvg8996 was discontinued and patient used another novopen echo. The patient recovered from the events on (B)(6) 2017. Action taken to novopen echo was reported as product discontinued and used another novopen echo . On (B)(6) 2017 the outcome for the event "increased blood glucose up to 24 mmol/l" was recovered. On (B)(6) 2017 the outcome for the event "decreased blood glucose up to 3 mmol/l" was recovered. The outcome for the event "novopen echo does not make appropriate dose" was not reported. Company comment: fvg8996-1 batch included in recall novo nordisk internal reference #20170609 - cartridge holder issue reporter comment: in reporter's opinion the relatedness between aes and novopen echo with batch number fvg8996 is probable.